Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient felt like being burned at the extension sites. The patient underwent a revision procedure wherein the extensions were replaced.

Manufacturer narrative:
(Sc-3138-25 sn:(B)(4)) device evaluation indicated that visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found. (Sc-3138-25 sn: (B)(4)) device evaluation indicated that the proximal tip was bent and the cable #3 was fractured inside the proximal electrode array. The cause of the damage was likely resulted from the explant procedure since there was no report regarding impedance anomaly.

Event description:
A report was received that the patient felt like being burned at the extension sites. The patient underwent a revision procedure wherein the extensions were replaced.